Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9676 drive shaft and two concomitant ar-9597-10 drill sleeves were received for investigation. Visual inspection identified that the ar-9676 was not locked within either of the sleeves, although heavy circumferential damage was present along the shaft indicating prior interference. The device was fit tested and had no issues advancing in and out of the returned drill sleeve. The cause remains undetermined.

Event description:
On 12/07/2021 it was reported by a sales representative via sems that an ar-9676 reamer (line #1) inner drive shaft, seized inside of the ar-9597-10 reamer sleeve (line #2). This was discovered during use in a shoulder on (B)(6) 2021. The surgeon was able to separate the devices and noticed significant wear on the inner sleeve. The case was completed using the same devices without further issue. Additional information 12/09/2021. On 12/07/2021, it was reported by a sales representative via sems that an ar-9676 reamer (line #1) inner drive shaft, seized inside of the ar-9597-10 reamer sleeve (line #2). This was discovered during use in a shoulder on (B)(6) 2021. The surgeon was able to separate the devices and noticed significant wear on the inner sleeve. The case was completed using the same devices without further issue.